Manufacturer narrative:
This event occurred in netherlands. Alber gmbh is filing this report because the device is also marketed and sold in the u.s.

Event description:
The patient reported, that allegedly whilst driving the involved device on the sidewalk the left wheel locked. Patient was launched out of the wheelchair and fall down on the sidewalk. Patient suffered by the fall bruises on both hands and knees. X-rays have been taken, examination results are not known at the time of this report.